Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and seizure ("non epileptic seizures") in a (B)(6) female patient who had essure (batch no. 50718077) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), metrorrhagia ("bleeding in between periods"), multiple allergies ("allergies") and abdominal distension ("look like pregnant"). Essure treatment was not changed. At the time of the report, the pelvic pain, seizure, multiple allergies and abdominal distension outcome was unknown. The reporter considered abdominal distension, metrorrhagia, multiple allergies, pelvic pain and seizure to be related to essure. The reporter commented: she had no allergies prior to the essure implants. Hysterectomy was scheduled for (B)(6) 2019 because of the essure implants. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and seizure ('non epileptic seizures') in a 29-year-old female patient who had essure (batch no. 50718077) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), intermenstrual bleeding ("bleeding in between periods"), multiple allergies ("allergies"), abdominal distension ("look like pregnant") and procedural pain ("sterilisation procedure has been more painful than childbirth"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2020, the seizure had resolved. At the time of the report, the pelvic pain had resolved and the multiple allergies, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, intermenstrual bleeding, multiple allergies, pelvic pain, procedural pain and seizure to be related to essure. The reporter commented: she had no allergies prior to the essure implants. Hysterectomy was scheduled for 2019 early spring because of the essure implants. The lawyer reported that the essure was inserted on (B)(6) 2014 (different date of the others source documents). He also reported that throughout 2019, the pain and seizures worsened. Lot number: 50718077, manufacturing date: 2013-02, expiration date: 2016-02-29. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and seizure ('non epileptic seizures') in a 29-year-old female patient who had essure (batch no. 50718077) inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced seizure (seriousness criterion medically significant), intermenstrual bleeding ("bleeding in between periods"), multiple allergies ("allergies"), abdominal distension ("look like pregnant") and procedural pain ("sterilisation procedure has been more painful than childbirth"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2020, the seizure had resolved. At the time of the report, the pelvic pain had resolved and the multiple allergies, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, intermenstrual bleeding, multiple allergies, pelvic pain, procedural pain and seizure to be related to essure. The reporter commented: she had no allergies prior to the essure implants. Hysterectomy was scheduled for 2019 early spring because of the essure implants. The lawyer reported that the essure was inserted on (B)(6) 2014 (different date of the others source documents). He also reported that throughout 2019, the pain and seizures worsened. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: new informations provided: removal date of the essure, a new reporter type (lawyer - potential legal case), the outcome for chronic pain and seizure and the action taken with drug were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and seizure ("non epileptic seizures") in a 29-year-old female patient who had essure (batch no. 50718077) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), metrorrhagia ("bleeding in between periods"), multiple allergies ("allergies") and abdominal distension ("look like pregnant"). Essure treatment was not changed. At the time of the report, the pelvic pain, seizure, multiple allergies and abdominal distension outcome was unknown. The reporter considered abdominal distension, metrorrhagia, multiple allergies, pelvic pain and seizure to be related to essure. The reporter commented: she had no allergies prior to the essure implants. Hysterectomy was scheduled for 2019 early spring because of the essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('they are embedded in the myometrium of patient¿s uterus, into her fallopian tubes.'), pelvic pain ('chronic pain') and seizure ('non epileptic seizures') in a 29-year-old female patient who had essure (batch no. 50718077) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, blackout, seizures, shortness of breath, vaginal pain, cystic fibrosis, neck pain, dysmenorrhea, fibromyalgia, chest pain, nausea, fibrosis, dyspareunia, dysfunctional uterine bleeding, dizziness, menses irregular with excessive bleeding, endometriosis, anxiety, depression and numbness. Concurrent conditions included cervical smear, irregular menstrual cycle, pseudoseizure, epigastric pain, pulmonary embolus, abdominal pain and back pain. Concomitant products included omeprazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("sterilisation procedure has been more painful than childbirth"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), intermenstrual bleeding ("bleeding in between periods"), multiple allergies ("allergies"), abdominal distension ("look like pregnant") and device expulsion ("they are embedded in the myometrium of patient¿s uterus"). The patient was treated with surgery (tah and bilateral salpingectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2020, the seizure had resolved. At the time of the report, the embedded device, intermenstrual bleeding, multiple allergies, abdominal distension and procedural pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, device expulsion, embedded device, intermenstrual bleeding, multiple allergies, pelvic pain, procedural pain and seizure to be related to essure. The reporter commented: she had no allergies prior to the essure implants. Hysterectomy was scheduled for 2019 early spring because of the essure implants. The lawyer reported that throughout 2019, the pain and seizures worsened. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: confirmed appropriate positioning of devices. X-ray - in (B)(6) 2018: essure coils are present in the cornua of the uterus; on (B)(6) 2019: sterilization coils were present. The essure coils have not moved. They are embedded in the myometrium of uterus, into her fallopian tubes. Lot number: 50718077. Manufacturing date: 2013-02. Expiration date: 2016-02-29. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-sep-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("they are embedded in the myometrium of patient¿s uterus, into her fallopian tubes."), pelvic pain ("chronic pain") and seizure ("non epileptic seizures") in a 29 year-old female patient who had essure inserted (lot no. 50718077). Additional non-serious events are detailed below. The patient had a medical history of numbness, depression, anxiety, endometriosis, menses irregular with excessive bleeding, dizziness, dysfunctional uterine bleeding, dyspareunia, fibrosis, nausea, chest pain, fibromyalgia, dysmenorrhea, neck pain, cystic fibrosis, vaginal pain, shortness of breath, seizures, blackout and uti. Concurrent conditions were listed as back pain, abdominal pain, pulmonary embolus, epigastric pain, pseudoseizure, irregular menstrual cycle and cervical smear. The only concomitant product mentioned was omeprazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("sterilisation procedure has been more painful than childbirth"). In 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), seizure (seriousness criterion medically important), intermenstrual bleeding ("bleeding in between periods"), multiple allergies ("allergies"), abdominal distension ("look like pregnant") and device expulsion ("they are embedded in the myometrium of patient¿s uterus"). The patient was treated with surgery (tah and bilateral salpingectomy). In (B)(6) 2020, the seizure had resolved. At the time of the report, the pelvic pain had resolved. The outcomes for embedded device, intermenstrual bleeding, multiple allergies, abdominal distension and procedural pain were unknown. The reporter considered abdominal distension, device expulsion, embedded device, intermenstrual bleeding, multiple allergies, pelvic pain, procedural pain and seizure to be related to essure administration. The reporter commented: she had no allergies prior to the essure implants. Hysterectomy was scheduled for 2019 early spring because of the essure implants. The lawyer reported that throughout 2019, the pain and seizures worsened. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2014: confirmed appropriate positioning of devices. [X-ray] in (B)(6) 2018: essure coils are present in the cornua of the uterus; on (B)(6) 2019: sterilization coils were present. The essure coils have not moved. They are embedded in the myometrium of uterus, into her fallopian tubes. Lot number: 50718077. Manufacturing date: 2013-02. Expiration date: 2016-02-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-aug-2022: medical record received. Event reported term "they are embedded in the myometrium of patient¿s uterus, into her fallopian tubes." Was added. Lab data updated. Concomitant conditions, historical , concomitant drugs were added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') and seizure ('non epileptic seizures') in a 29-year-old female patient who had essure (batch no. 50718077) inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced seizure (seriousness criterion medically significant), metrorrhagia ("bleeding in between periods"), multiple allergies ("allergies"), abdominal distension ("look like pregnant") and procedural pain ("sterilisation procedure has been more painful than childbirth"). Essure treatment was not changed. At the time of the report, the pelvic pain, seizure, multiple allergies, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, metrorrhagia, multiple allergies, pelvic pain, procedural pain and seizure to be related to essure. The reporter commented: she had no allergies prior to the essure implants. Hysterectomy was scheduled for 2019 early spring because of the essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient stated in a broadcast that sterilisation procedure has been more painful than childbirth (event added). She was among a number of women from northern ireland (see linked case#: (B)(4)) who were waiting for hysterectomies after being fitted with the essure implant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("they are embedded in the myometrium of patient¿s uterus, into her fallopian tubes."), pelvic pain ("chronic pain in pelvic area/ pain was chronic from day 1, something stabbing you/ pains got worse") and seizure ("non epileptic seizures") in a 29 year-old female patient who had essure inserted (lot no. 50718077). Additional non-serious events are detailed below. The patient had a medical history of parity 4, numbness, depression, anxiety, endometriosis, menses irregular with excessive bleeding, dizziness, dysfunctional uterine bleeding, dyspareunia, fibrosis, nausea, chest pain, fibromyalgia, dysmenorrhea, neck pain, cystic fibrosis, vaginal pain, shortness of breath, seizures, blackout and uti. Concurrent conditions were listed as back pain, abdominal pain, pulmonary embolus, epigastric pain, pseudoseizure, irregular menstrual cycle and cervical smear. The only concomitant product mentioned was omeprazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("sterilisation procedure has been more painful than childbirth"). In 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), seizure (seriousness criterion medically important) with memory impairment and speech disorder, intermenstrual bleeding ("bleeding in between periods"), multiple allergies ("allergies/ developed allergies"), abdominal distension ("look like pregnant"), device expulsion ("they are embedded in the myometrium of patient¿s uterus"), fibromyalgia ("fibromyalgia"), alopecia ("can't wash hair or its falling out"), abdominal pain upper ("severe stomach pain"), abdominal pain lower ("getting cramps"), loss of consciousness ("collapsed in gym"), gait disturbance ("couldn't even walk/ walking like duck/ couldn't get up stairs"), drug hypersensitivity ("allergic to ibuprofen after operation") and adverse event ("reported a series of health complications") and was found to have cystic fibrosis ("cystic fibrosis"). The patient was treated with tramadol, tapentadol, paracetamol, co-codamol (codeine phosphate;paracetamol) and morphine as well as surgery (tah and bilateral salpingectomy). In (B)(6) 2020, the seizure had resolved. At the time of the report, the pelvic pain had resolved. The outcomes for embedded device, intermenstrual bleeding, multiple allergies, abdominal distension, procedural pain, fibromyalgia, alopecia, abdominal pain upper, cystic fibrosis, abdominal pain lower, loss of consciousness, gait disturbance, drug hypersensitivity and adverse event were unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, alopecia, cystic fibrosis, device expulsion, drug hypersensitivity, embedded device, fibromyalgia, gait disturbance, intermenstrual bleeding, loss of consciousness, multiple allergies, pelvic pain, procedural pain and seizure to be related to essure administration. The reporter commented: she had no allergies prior to the essure implants. Hysterectomy was scheduled for 2019 early spring because of the essure implants. The lawyer reported that throughout 2019, the pain and seizures worsened. My mental health had just gone down the toilet. Strong painkillers failed to do anything to ease her symptoms. Left in agony after having essure sterilization implant in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2014: confirmed appropriate positioning of devices [x-ray] in (B)(6) 2018: essure coils are present in the cornua of the uterus; on (B)(6) 2019: sterilization coils were present. The essure coils have not moved. They are embedded in the myometrium of uterus, into her fallopian tubes. Lot number: 50718077. Manufacturing date: 2013-02. Expiration date: 2016-02-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-oct-2022: lawyer added. Medical history parity added. Reporter causality comment added. Events fibromyalgia, alopecia, abdominal pain upper, cystic fibrosis, abdominal pain lower, loss of consciousness, gait disturbance, drug hypersensitivity, adverse event nos added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("they are embedded in the myometrium of patient¿s uterus, into her fallopian tubes."), pelvic pain ("chronic pain in pelvic area/ pain was chronic from day 1, something stabbing you/ pains got worse") and seizure ("non epileptic seizures") in a 29 year-old female patient who had essure inserted (lot no. 50718077). Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("some complications putting in the left essure and the doctor needed to keep blowing the left fallopian tube up / on follow-up check-up only one of the devices could be located." On (B)(6) 2014). The patient had a medical history of multi gravida (on (B)(6) 2013, she gave birth to a baby girl and was re-referred for sterilisation), parity 4 (on (B)(6) 2013, she gave birth to a baby girl and was re-referred for sterilisation), numbness, depression, anxiety, endometriosis, menses irregular with excessive bleeding, dizziness, dysfunctional uterine bleeding, dyspareunia, fibrosis, nausea, chest pain, fibromyalgia, dysmenorrhea, neck pain, cystic fibrosis, vaginal pain, shortness of breath, seizures, blackout and uti. Concurrent conditions were listed as back pain, abdominal pain, pulmonary embolus, epigastric pain, pseudoseizure, irregular menstrual cycle and cervical smear. Concomitant products included cerelle (desogestrel) since (B)(6) 2019 and omeprazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("sterilisation procedure has been more painful than childbirth / procedural pain"). On (B)(6) 2014 she experienced device dislocation ("only one of the devices could be located."). In (B)(6) 2014 she experienced lower abdominal pain ("pain / pain getting severe on the left side / chronic abdominal pain / pain got worse"). In 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), seizure (seriousness criterion medically important), intermenstrual bleeding ("bleeding in between periods"), multiple allergies ("allergies/ developed allergies"), abdominal distension ("look like pregnant"), device expulsion ("they are embedded in the myometrium of patient¿s uterus"), fibromyalgia ("fibromyalgia"), memory impairment ("dont remember a thing"), aphasia ("speech is gone"), alopecia ("can't wash hair or its falling out"), abdominal pain upper ("severe stomach pain"), cramp in lower abdomen ("getting cramps"), loss of consciousness ("collapsed in gym"), gait disturbance ("coulsn't even walk/ walking like duck/ couldn't get up stairs"), drug hypersensitivity ("allergic to ibuprofen after operation"), general physical health deterioration ("reported a series of health complications"), adnexa uteri pain ("fallopian tubes and associated pain"), arthralgia ("joint pains"), uterine pain ("uterus and associated pain"), abdominal pain ("abdominal pain") and emotional distress ("distress") and was found to have cystic fibrosis ("cystic fibrosis"). The patient was treated with tramadol, tapentadol, paracetamol, codeine phosphate;paracetamol, morphine and other analgesics and antipyretics as well as surgery (tah and bilateral salpingectomy). In (B)(6) 2020, the seizure had resolved. At the time of the report, the pelvic pain had resolved. The outcomes for embedded device, intermenstrual bleeding, multiple allergies, abdominal distension, procedural pain, fibromyalgia, memory impairment, aphasia, alopecia, abdominal pain upper, cystic fibrosis, cramp in lower abdomen, loss of consciousness, gait disturbance, drug hypersensitivity, general physical health deterioration, lower abdominal pain, device dislocation, adnexa uteri pain, arthralgia, uterine pain, abdominal pain and emotional distress were unknown. The reporter considered abdominal distension, abdominal pain, lower abdominal pain, cramp in lower abdomen, abdominal pain upper, adnexa uteri pain, alopecia, aphasia, arthralgia, cystic fibrosis, device dislocation, device expulsion, drug hypersensitivity, embedded device, emotional distress, fibromyalgia, gait disturbance, general physical health deterioration, intermenstrual bleeding, loss of consciousness, memory impairment, multiple allergies, pelvic pain, procedural pain, seizure and uterine pain to be related to essure administration. The reporter commented: she had no allergies prior to the essure implants. Hysterectomy was scheduled for 2019 early spring because of the essure implants. The lawyer reported that throughout 2019, the pain and seizures worsened. My mental health had just gone down the toilet. Strong painkillers failed to do anything to ease her symptoms. Left in agony after having essure sterilization implant in 2014. On (B)(6) 2019, the plaintiff went into the hospital for surgery. The hysterectomy was performed on (B)(6) 2019. The pains and seizures then stopped and the plaintiff was discharged from neurology in (B)(6) 2020. Essure start date discrepancy (B)(6) 2014 or (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [specialist consultation] on (B)(6) 2014: plaintiff attended the hhspital as the pain was getting severe on the left side; on (B)(6) 2015: she had to be taken to hospital by ambulance due to severe lower left abdomen pain; on (B)(6) 2016: neurologist for her seizures. No further treatment or cause was found. Frequent seizures and visits to hospital continued throughout 2017; on (B)(6) 2018: the plaintiff was seen by physician who agreed to take the essure devices out via hysterectomy. Thiswas listed as urgent [ultrasound scan] on (B)(6) 2014: confirmed appropriate positioning of devices [x-ray] in (B)(6) 2018: essure coils are present in the cornua of the uterus; on (B)(6) 2019: sterilization coils were present. The essure coils have not moved. They are embedded in the myometrium of uterus, into her fallopian tubes lot number: 50718077, manufacturing date: 2013-02, and expiration date: 2016-02-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: upon internal company review the case (B)(4) (legacy device report num 2951250-2023-02617) was identifed as duplicate from case (B)(4), all information were transferrer to remain case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.